Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Customized trach (B)(4). PMA/510(k): k913859 & k083641.

Event description:
The customer reported that the flange of the custom bivona tracheostomy tube had broken and the tracheostomy almost become dislodged on a vent dependent client that cannot tolerate sprinting off a ventilator. Home health nurse and mother of patient observed failure and an emergent trach change was performed by the nurse. This trach has been processed; had been in use since (B)(6) 2016 until it broke on occurrence date. Parent follows cleaning guidelines. Used with a pepper 301 pediatric velcro neck ties to hold trach. Unknown patient's condition at this time.

Manufacturer narrative:
One used 6.0mm tts¿ custom standard curve tracheostomy tube was returned for investigation. Visual inspection of the device found that the flange eyelet was split. Upon review of the complainant's description, it was noted that the patient used velcro neck ties to secure the tracheostomy tube during use. The use of velcro neck ties, which have sharp edges, can result in the tearing of the silicone of the device eyelets. The device instructions for use recommends to use the provided twill ties to hold the tracheostomy tube in place. MFR# clarification: new registration number (B)(4) (minneapolis, mn) has been received, however, this initial MDR was filed under the prior registration number (B)(4)).

Manufacturer narrative:
Other, other text: one used 6.0mm tts custom standard curve tracheostomy tube was returned for investigation. Visual inspection of the device found that the flange eyelet was split. Upon review of the complainant's description, it was noted that the patient used velcro neck ties to secure the tracheostomy tube during use. The use of velcro neck ties, which have sharp edges, can result in the tearing of the silicone of the device eyelets. The device instructions for use recommends to use the provided twill ties to hold the tracheostomy tube in place. (B)(4).